Manufacturer narrative:
A boston scientific technical services consultant informed the caller that the defibrillation detection circuit in the device is designed to prevent unintended energy from being delivered to the heart. The device exhibited normal behavior. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during an elective upgrade procedure, the device was programmed to doo. During the use of electrocautery, pacing inhibition was observed. The patient is not pacemaker dependent and no adverse patient effects were reported.